Event description:
It has been reported that a revision surgery was performed, due to nickel sensitivity. The femur and insert were replaced. The revision surgery occurred about one year out.

Manufacturer narrative:
Na